Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2010. A follow up computed tomography (CT) completed on (B)(6) 2016 showed a potential type 3a or 3b endoleak. On (B)(6) 2016 the physician elected to reline the initial devices by implanting an additional bifurcated stent and an infrarenal aortic extension to seal the leak. The patient is stable.